Event description:
Covidien (B)(4) reports via e-mail, the client reports, (B)(6)female patient, with an unknown medical history and prior uneventful exposure to iodinated contrast media, received 110ml (infiltration) of optiject (ioversol), by IV route using an automatic injector (flow rate: 2.5ml/sec), for a CT scan for an unknown indication. On 8/31: customer reports IV access with 20ga device in the right arm. Patient was treated with arm elevation, alcohol based dressing and ice application. Patient was observed for 2 hours and discharged home. Patient is reportedly doing fine.

Manufacturer narrative:
Pending investigation, upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.